Event description:
It was reported by service report that the restraint straps got caught in the adjustment racks and the adjustment racks were extremely dirty causing the cot to not extend. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Restraint straps got caught in the height adjustment racks.